Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that occlusion or collapse occurs at the clamp application site of an unknown cvc device, which sometimes affects blood flow and pump speed. The customer requested guidance on this issue and noted that placing the clamp on the distal portion where the white/non-transparent section is located appears to prevent collapse. There was no reported patient injury.

Event description:
It was reported that occlusion or collapse occurs at the clamp application site of an unknown cvc device, which sometimes affects blood flow and pump speed. The customer requested guidance on this issue and noted that placing the clamp on the distal portion where the white/non-transparent section is located appears to prevent collapse. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the clinician was holding cvc in which clamp is placed on the proximal to the white or non-transparent section. The second photo shows the clinician was holding cvc in which clamp is placed on the distal portion where the white or non-transparent section is located. Therefore, the investigation is inconclusive for the reported reported collapse, obstruction of flow and restricted flow rate as exact circumstances of the reported event cannot be verified from photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.